Event description:
Prior to implant, the helix of the lead was tested and was unable to extend. The physician elected to use a different lead. There were no adverse consequences for the patient.

Manufacturer narrative:
The field report of a helix extension issue was not confirmed. The helix was able to extend and retract within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.